Event description:
No further information at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were {update/corrected} mechanical (g04) ¿ head no product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: revision for relief of pain and restoration of function. Specimen sent for gram stain and culture and sensitivity showing no bacteria in gram stain. Femoral head and neck and cup explanted. No intraoperative complications reported. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2023-01983, 0001825034-2023-01985. D10: cat# 192413 lot# 784560 echo por fmrl red nc 13x145mm. The customer has indicated that the product will not be returned to zimmer biomet for investigation as its location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent an initial left hip arthroplasty. Subsequently, the patient was revised approximately two years later due to pain and restoration of function. Cup, head, and adapter were replaced without complications. Attempts have been made and no further information has been provided.